Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger/modem exhibited a failure at the u104 pxa component and u1003 pld component on c/a board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted form the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.